Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. The device was returned deployed, but the formed needle did not fully retract. Upon opening the device, it was found that the formed needle was not seated in the side retract. This prevented the needle from retracting successfully and caused the needle to deform or bend. It cannot be determined if this contributed to the reported bleeding and bruising. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Investigation found the root cause to be manufacturing error- hard cannula improperly installed in slide retract. (MDR and psr).